Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy and splenectomy procedure, the stapler was clamped down on the splenic artery and fired 90% across, when the adaptor loss communication with the power handle. It was also reported that the surgeon decided to clamp and tie off each side of the partially stapled vessel and the stuck stapler was resected out which caused 1 cm loss of tissue. After removing the device on the patient, the adaptor was manually opened by a retraction tool. The reload was removed and the adapter was returned to the handle but it was not recognized by the power handle. The handle was rebooted but the same issue persist. A new adaptor was used to complete the procedure.